Event description:
On (B)(6) 2014, the device was implanted via v-p shunt to the patient (60s, male). The initial setting pressure was 100mmh2o. Two days after the implantation, the patient¿s condition got worse and it was noted that the ventricles of his brain became large. The fluid flow was confirmed by extracting fluid from the reservoir. The surgeon lowered the setting pressure from 100mmh20 to 70mmh2o, and eventually set at 40mmh2o. Since the patient's condition did not improve, the revision surgery was conducted on (B)(6) 2014 and the device was replaced. The patient was slender.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 50mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. No defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested and only leaked from the needle holes in the needle chamber. No other leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed for the pressure test. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code 82-3182 with lot cplbh3, conformed to the specifications when released to stock on the 15th october 2013. No root cause could be determined as the valve functioned as expected. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.